Event description:
A nurse contacted global technical service (gts) for assistance when fluid leaked out of the patient line with the top connected (overprime) during prime on the home choice (hc). The patient was never connected. The nurse stated she thought the hp did not have an intravenous (IV) pole yet at the time, so they stacked both bags on the heater pan. The nurse said gts told her that could cause the overprime, so when they setup with new supplies they did not stack the bags. The nurse said the issue did not reoccur with the new setup. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint for overprime was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if any additional information becomes available.